Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited impedance of greater than 2113 ohms. The patient would be monitored and the lead remained implanted.